Manufacturer narrative:
Manufacturer has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Manufacturer defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable thus patient stopped recharging the ipg the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced which resolved the issue.